Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician tested the unit, and the unit's flow valve was out of specification. The service technician replaced the flow valve to address the customer's reported issue.

Event description:
It was reported to carefusion that the ventilator power cycled itself on and off while being prepared for patient use. There was no harm associated with this complaint, and the issue occurred prior to being placed on the patient.

Manufacturer narrative:
Failure analysis: carefusion was unable to duplicate the field service technician's reported issues. During the initial bench test and calibration test, the flow valve and power board powered up the golden testing ventilator, passed calibration testing, power check out, ie hold test, and passed all other testing's working normally within specification. The unit also passed a 4 hour duration test and did not produce any unusual alarms or error conditions. Visual inspection did not reveal any anomalies. Carefusion scrapped the power board and flow valve after failure analysis.